Event description:
Additional information was received from a consumer. The hcp wanted the patient to go two months with just saline in her pump at (she thought) the end of (B)(6) 2016, and the patient could not do that due to the pain and withdrawals. After adding fentanyl to the pump at (she thought) the beginning of (B)(6) 2016, the medication seemed to work right away. However, within 1.5-2.5 weeks, the patient felt like she was going into withdrawal. After a couple of weeks, the withdrawals stopped, and the pain got worse. Now, it was really bad and the patient was guessing that it began getting really bad in (B)(6) 2016. The pain had become bad, but then it started getting worse after the withdrawal stopped. The patient was taking oral pain medications 4-5 x a day and did not have withdrawal anymore (just the pain). The hcp was going to see if there was medicine in the tubing. The patient was supposed to go in on (B)(6) 2016 for t hat, although their hcp was supposed to do this "weeks ago" (from (B)(6) 2016). It was noted that the patient was not able to recall all of her timelines clearly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 crts (B)(4), information was received from a consumer regarding a patient receiving intrathecal saline. The pump was previously delivering fentanyl at 30 or 40 mcg/day. The patient went through withdrawal when saline was put in the pump for one month, even though the patient was put on oral medications. A mixture of fentanyl and dilaudid (patient stated it was a blood pressure medication) was tried (patient stated it was the third pump med tried). Right after that was done, she felt like she was in more withdrawal than when the saline was placed in the pump reservoir. The patient thought something was wrong with the pump but did not hear any audible pump alarms, although the patient stated she saw there was a pump recall for that. The patient was seeing her pump follow up health care provider (hcp) on (B)(6) 2016. The patient said that she had been having problems with her pain pump. She could not sleep, and she was having withdrawal symptoms. The event date was noted to be "2016."

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2016-nov-07. The patient began experiencing withdrawal and increased pain issues in (B)(6) 2016 and went to the hospital where withdrawal was confirmed. It took until (B)(6) 2016 for them to do the catheter access port (cap) test to determine the malfunctioning/leaking catheter. The patient was in pain and had no medications to help with it. The week before last the patient saw the doctor and the surgery to revise the catheter was on (B)(6) 2016. The healthcare provider (hcp) also wants to replace the pump, but the patient stated she does not want it replace due to her reflex sympathetic dystrophy syndrome (rsd) and all the recalls. The patient was upset and did not like that there was no identifier from the pump that there was a catheter malfunction.

Event description:
Additional information was received from a manufacturer representative regarding a patient who was receiving 250 mcg/ml fentanyl at a dose of 12 mcg/day for spinal pain. They were prepping to go into surgery for a catheter revision. The healthcare provider (hcp) filled with fentanyl and programmed a bridge on (B)(6) 2016 that was to last 123 hours and 30 minutes. The entire catheter was going to be replaced on (B)(6) 2016, so they will cancel the bridge and program a prime of the catheter volume only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.